Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that on (B)(6) 2018 the patient presented in clinic for follow up with their right atrial lead exhibiting high capture threshold and noise. The lead was capped and replaced on (B)(6) 2018 and the patient was asymptomatic throughout.